Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that they met with the patient to activate his adaptive stimulation on his second ins for back and learned electrodes 8-15 were out of range (oor). The rep reported that considering electrodes 8-15 were oor, it was possible that the lead plug in had come loose or detached from the ins. The rep reported that the patient had no traumas or falls that could be related to the issue. The rep reported that they were only able to cover his left leg with programming. The rep reported that the patient stated he was going to make an appointment with his surgeon to discuss his options and would call when he scheduled that appointment, so the rep could attend. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# unknown implanted: (B)(4) 2017: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was meeting with the healthcare provider (hcp) to discuss lead revision on the day of the report. The rep reported that the thoracic lead placement is the issue with impedance being high. The rep reported that at 3 volts, electrodes 8-15 were 8,000-10,000 ohms, 10 and 14 were greater than 40,000 ohms. The rep reported that she checked each reference point. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative. It was suspected that the patient's 8-15 lead had come disconnected from his battery (thoracic implant) which caused the oor. It was reported that the patient was advised to contact his implant surgeon to discuss his options. Rep reported that as of this communication, the patient has not contacted them regarding such appointment.